Event description:
Initial reporter indicated they were having problems with their dell x50 handheld containing 7.1 programming software interrogating pt's. The battery was changed in the wand and the handhelds were charged. The handheld and software were returned for product analysis. An analysis was performed on the returned handheld and the cause for the reported complaint was associated with a defective serial cable. Continuity testing identified a broken orange wire (clear to send). Noted as an open conductor in handheld serial data cable; following replacement with a known good cable, full product functionality was restored. No further anomalies on the device performance were noted during testing using the ac adapter or the main battery with a full charge and no software anomalies associated with the handheld were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.